Event description:
Event description boston scientific crm received info that two days post-implant, this right ventricular lead dislodged. In a revision procedure, this lead was explanted and successfully replaced with a new active fixation lead. No adverse patient effects were reported.

Manufacturer narrative:
Event conclusion as of today, the lead has not been returned. If returned, or if additional information becomes available, this event will be updated.